Event description:
Ruptured silicone implant that was implanted in 2001; contacted the physician to obtain the MFR data countless times. No response. Silicone has traveled throughout the breast cavity and up through the lymph glands. Have a large abnormal mass in the lymph area. Have surgery of the lymph glands an explant of the implants had silicone scheduled for (B)(6) 2016. Have contacted mentor as I have belief that they were mentor implants 11 times since (B)(6) when the problem was diagnosed with no call backs. The rupture occurred sometime between 2014 and 2015 based on evidence of mammograms taken within that period of time. Have severe pain down left arm, under arm in lymph area and in left breast. Have not had a response from the doctor's office after multiple (going on 9 calls now and a written letter to obtain records of MFR of implant). Doctor is dr. (B)(6).